Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report submitted (B)(4), 2011.

Event description:
Patient reported that she had a hip replacement on (B)(6), 2007. Subsequently, patient reports that she has been informed that she will need a revision surgery due to lack of bony ingrowth into the acetabular cup. As of this date, no revision surgery has occurred.